Event description:
It was reported that the central station stopped alarming while the patient was having event (pulse aux went to 20%) .the device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating the central station stopped alarming while the patient was having event (pulse aux went to 20%). The device was in use on patient at time of event, there was no impact to patient, procedure completed without delay.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) reviewed alarms for (B)(6) and there were no red or yellow alarms between 1619 and 1744. The rse dispatched a philips technical consultant (tc) onsite to pull the logs. The rse stated the device is at end of life (eol) it may return limited information. The tc evaluated the logs and device; however, unable to duplicate the customer's issue. The device was operating as expected and all testing passed. Philips requested the logs to be further evaluated by an internal product support engineer (pse). The pse reported there would not be yellow and inop alarms logged in (B)(6) logs; therefore, philips could not confirm or deny the allegation there were no yellow alarms at the time of event, (B)(6) only logs red alarms. There were no red alarms, but there was the ECG leads off which occurred just before this period that could have prevented a red rhythm alarm. At 16:17:46, a !!!ECG leads off alarm was logged, and it escalated to a red alarm, which is why it was logged. There was no way of telling how long the alarm was active. The next alarm was at 18:28:58 for apnea. The philips pse requested for vital trend data and strips that can show values on them and why the customer should have received an alarm. The tc mentioned recording strips and vital trend data were not made available, the event occurred (B)(6) 2024 about 17:11. Date time action (B)(6) 2024 16:19:09 dataserver 805, lbn 119, alarms suspended. (B)(6) 2024 16:17:39 dataserver 805, lbn 119, alarms not suspended. (B)(6) 2024 16:17:44 sdprocess 805 red alarm sound -bed. (B)(6) 2024 16:17:46 sdprocess 805 alarm !!!ECG leads off. (B)(6) 2024 16:17:51 dataserver 805, lbn 119, arrh alarms off. (B)(6) 2024 16:17:58 dataserver 805, lbn 119, arrh alarms on. (B)(6) 2024 18:28:58 sdprocess 805 red alarm sound -bed. (B)(6) 2024 18:28:58 sdprocess 805 alarm *** apnea. Based on the information available in the case, by the philips rse, tc and the logs provided, the cause of the reported problem could not be confirmed. With the information provided, philips cannot confirm or deny the device did not alarm when it should have alarmed. At any time, there was no disconnection between the central station and the device. The device never went offline. D4 product information updated.